Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge and infusion set to address the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) which displayed as "high"; however specific value was not provided. Customer administered a manual injection to address bg. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.